Event description:
It was reported to philips that the device's status indicator became a red x when the customer dropped the dfm100 from the cradle and placed it on the patient's bed, and the battery of the dfm100 body was popping out when the customer checked. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.